Manufacturer narrative:
Result of investigation: the cutting electrode is broken off on both sides at the exit on the yellow insulation. Both broken surfaces show a ductile appearance. As both sides of the active electrode are broken identical and the broken surfaces show a ductile appearance - which is the sign of a mechanical overload, it is most likely that the electrode got exposed to excessive force during application by the user. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a turp using bipolar electrode the loop broke off completely inside the patient about 10 minutes into the operation. The loop was recovered immediately with no risk to the patient and no delay in the procedure. No negative impact in state of health reported.